Event description:
It was reported that there was a failed dso calibration. This occurred during testing.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The root cause is a contaminated downstream sensor. This was replaced and the device passed all functional tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3. Date of event: month and year of event have been provided, but day is unknown.